Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unknown cervios cage/spacers/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing cervical spine procedures using depuy synthes acis and cervios systems. Failed cervical spine procedures has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: acis: 2 patients reoperations within 0-3 months following the index procedure for surgeries (excluding fusion, decompression, or device removal) in any region of the cervical or cervicothoracic spine and with a wound complication (seroma and hematoma), infection, or dural tear diagnosis. 10 patients had revisions in the cervical or cervicothoracic spine within 0-3 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of pseudarthrosis/non-union, neck pain (i.e. Cervicalgia), kyphosis, radiculopathy, myelopathy, or device-related complication. 29 patients had revisions in the cervical or cervicothoracic spine within 0-12 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of pseudarthrosis/non-union, neck pain (i.e. Cervicalgia), kyphosis, radiculopathy, myelopathy, or device-related complication. 20 patients had revisions in the cervical or cervicothoracic spine within 13-24 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of pseudarthrosis/non-union, neck pain (i.e. Cervicalgia), kyphosis, radiculopathy, myelopathy, or device-related complication. Cervios: 3 patients had revisions in the cervical or cervicothoracic spine within 0-3 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of pseudarthrosis/non-union, neck pain (i.e. Cervicalgia), kyphosis, radiculopathy, myelopathy, or device-related complication. 4 patients had revisions in the cervical or cervicothoracic spine within 0-12 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of pseudarthrosis/non-union, neck pain (i.e. Cervicalgia), kyphosis, radiculopathy, myelopathy, or device-related complication. 2 patients had revisions in the cervical or cervicothoracic spine within 13-24 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of pseudarthrosis/non-union, neck pain (i.e. Cervicalgia), kyphosis, radiculopathy, myelopathy, or device-related complication. This is for a depuy synthes acis and cervios systems. This report is for one (1) unknown cervios cage/spacers. This is report 6 of 7 for (B)(4).